Manufacturer narrative:
The company rep examined the sys and replaced the latch seal. The sys was then tested and met all product specs. Add'l info regarding product eval is pending. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A nurse reported that during surgery, the IV pole did not go up when the surgeon pressed the icon. The cassette would not prime on restart, so an alternate console was used to complete the surgery. There was no delay reported, and it was reported that there was no pt harm.